Manufacturer narrative:
No adverse event occurred and the customer was satisfied with the performance of the reagent. However, the cause of the biased low results relative to the alternate methodology was investigated by siemens healthcare diagnostics inc. Siemens healthcare diagnostics inc. Issued an urgent medical device correction letter, 13-48, in july 2013. The letter stated that siemens has confirmed that the dimension tacr flex reagent cartridge lot bb4087 and its linked calibrator lot 3bd029 may exhibit low patient sample recovery although quality control (qc) materials have not exhibited recovery outside of the expected range. Siemens internal complaint testing versus the reference lc/ms method confirmed an average bias of -1.6 ng/ml [-2.1 nmol/l], across the assay range. Individual patients, particularly samples with lower tacr values (< 5 ng/ml [6.5 nmol/l]), may show more bias due to the typical precision of each methodology. Siemens observed some low patient lcms tacrolimus samples (< 5 ng/ml [6.5 nmol/l]) that generated results below the dimension tacrolimus assay range (< 1.2 ng/ml [1.6 nmol/l]). The issue is under investigation. Customers were instructed to discontinue use and immediately discard any remaining inventory of dimension tacr flex lot bb4087 and calibrator lot 3bd029. Siemens is investigating the issue and will implement additional controls to ensure acceptable bias prior to any future shipments.

Event description:
Biased low results were obtained on tacrolimus (tacr) patient samples in a method crossover study. The reagent lot was in use and patient results were reported to the physicians. The account was satisfied with the performance of the assay. It is unknown if patient treatment was altered or prescribed on the basis of the biased low results. There was no report of adverse health consequences as a result of the biased low tacrolimus results.